Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet bionic pancreas experienced recurrent nocturnal hypoglycemia, with a documented glucose of 44 mg/dl while on continuous glucose monitoring; the user ingested oral carbohydrates multiple times and reported glucose trending upward, and clinical staff advised increasing the cgm target and provided exercise planning guidance. Symptoms included hypoglycemia consistent with low blood glucose. Outcomes included self-treatment with oral glucose without need for emergency services or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device alarms reported and no confirmed device malfunction. It was concluded that the event involved hypoglycemia with an unclear cause during the early adjustment period of device use, with appropriate self-treatment and care team follow-up. The device has not been returned, and if it is returned, it will be evaluated, and a supplemental report will be filed.